Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been having trouble getting his implant to connect since he got his new patient programmer. The patient stated that he lost his old one and just got the replacement. Trouble shooting attempts were made and the patient was walked through how to connect, turn ins on, and increase stimulation to where the patient would feel it slightly. The patient was redirected to their health care professional to have the programs put back in. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on december 20th reported the cause of the trouble getting the trouble getting the implant to connect was unknown. The actions/interventions taken to resolve the trouble getting it to connect was unknown, they had not seen the patient in 3 years. The hcp stated they would follow up a follow up appointment to assess. There were no further complications that have been reported as a result of this event.